Event description:
Revision surgery - not a djo component failure. Due to a zimmer hip stem failing, the surgeon removed a size 38 m/m head. The surgeon needed the djo part to match metal/metal bearing surface.

Manufacturer narrative:
The reason for the revision surgery was a failed zimmer hip stem after 2.8 years of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the need for revision. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the (B)(4) complaint for this product ((B)(4) revision surgery, (B)(4) device failed, (B)(4) dislocation, (B)(4) wear/excessive wear, (B)(4) pain, (B)(4) infection, (B)(4) trauma, (B)(4) stability/poor joint, (B)(4) other), (B)(4) for this lot. The root cause for the failed hip stem was not indicated. There was no djo product malfunction reported.